Event description:
It was reported that a pt had managed to elope from a vest and exited the premises. There was no visible damage to the product. The pt was uninjured. Further info was received from the district mgr of posey who performed an in-service at the facility. The district mgr was shown how the vest was applied to the pt and confirmed that it was done incorrectly. The facility had put the vest on the pt backward and while the pt was in a regular stationery chair. Not a wheel chair or geri-chair as recommended. The district mgr performed an in-service training of all the medical staff at the facility.

Manufacturer narrative:
(B) (4) incorrect use of device. Product was requested to be returned but has not been received. (B) (4).